Event description:
It was reported that impedances on electrodes 3 and 4 were greater than 4000 ohms and not used in programming. Impedances on electrodes 1 and 2 were fine. The patient had good therapeutic effect. The implantable neurostimulator reached end of service and needed to be replaced. Post surgically impedances on electrodes 3 and 4 remained high. It was reported that the patient continued to have good therapeutic effect after surgery with the new implantable neurostimulator.

Manufacturer narrative:
For lead or extension.